Manufacturer narrative:
G4: 10oct2019. B4: 14oct2019. The manufacturer's field service engineer (fse) could not confirm the reported issue. The fse ran the device through a full preventative maintenance and initially thought that the oxygen flow accuracy was an issue. After double checking, the setup and analyzer proved the accuracy was okay. No problems were found with device. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
The customer reported flow accuracy block during patient set up. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.